Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the lens was returned in a small plastic vial. Solution was dried on the lens. The optic is torn/cut through the center into two pieces. The optic has additional split/crack damaged areas. A pattern of small cracks are observed on the posterior and anterior surface near the optic edge in the shape of an instrument used to grasp the lens. The lens was cleaned with lphse for further evaluation. The posterior optic surface has thin scrapes from central area toward the edge. The optic has scuff marks. The lens does not appear cloudy. A lens bench evaluation could not be performed on the lens due to the extensive damage to the optic. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported complaint of cloudy lens, explanted could not be determined. The returned lens did not appear cloudy. The returned lens was damaged in several areas of the optic and was returned in pieces. A lens bench evaluation could not be conducted on the returned lens due to the extensive optic damage. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that a patient presented with impaired vision several years after intraocular lens (iol) implantation at another clinic. Cloudiness of the iol was observed. The iol was exchanged in a second surgery. Symptoms were reported as resolved. Additional information has been requested but not received to date.